Event description:
It was reported through the litigation process that some time post port device implant, the patient allegedly experienced an infection and was treated with antibiotics. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, a medical record review was performed. The investigation is confirmed for the reported redness and swelling issue. According to the medical record review, approximately one year post catheter deployment , patient presented for a follow up visit. Patient was seen last week for redness and swelling at groshong catheter site which was responded well to levaquin. Patient reported intermittent abdominal pain managed poorly with oxycodone. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b2, d4 (expiry date: 04/2022), g3, h6 (method). H11: h6 (patient, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported through the litigation process that some time post port device implant, the patient allegedly experienced an infection and was treated with antibiotics. The patient status is unknown.